Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 30-jul-2020 to ensure the customer's products resolved the initial concern, able to establish contact with customer and stated she went to hospital on (B)(6) 2020 due to her low blood glucose and her blood was low. Customer stated they wanted to give her a blood transfusion but she did not get one. Customer was advised to take iron supplements. Customer was advised that the meter is reading e-0 due to her low hematocrit level. Customer was advised to get a back-up meter due to her being on insulin. Customer stated she has to get a back-up meter and her iron supplement and will call back if she has any other issues.

Event description:
Consumer reported complaint for e-0 blood glucose test results. Pharmacist called on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms or medical attention as a result of the actual blood glucose results. The product storage location is undisclosed. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 09/30/2021 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.